Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a vessel closure was attempted with 2 prostyle devices relative to a procedure. Reportedly, both devices misfired. The method of hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported deployment issue could not be confirmed as not all components were returned. However, needle trajectory was performed using a proxy plunger. Both needles were attached with the cuff pockets and no anomalies noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported deployment issue could not be determined. Factors that may contribute to a firing/deployment problem include, but not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a vessel closure was attempted with 2 prostyle devices relative to a procedure. Reportedly, both devices misfired. The method of hemostasis was not provided. No additional information was provided. Subsequent to the initially filed report, the following additional information was received: an additional prostyle device was received at the lab. The device appears unused as it was in the pre-deployed state; there was no blood in the marker lumen, and the blood observed in the device was located in the foot area.